Event description:
Information was received that during use of this smiths medical cadd administration sets, leaking out of the air-eliminating filter was noted. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd administration set was returned for analysis. Visual inspection found delamination in both joins of the filter with the tube in the returned product. Leak testing on the sample received was performed using hydrostat vessel to look for unusual functions; a leak was observed fleeing from the air vent of the filter. Based on the evidence, the complaint was confirmed and the problem source of the reported event is unknown.